Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began approximately 1 month ago (no specific date or time provided) when a reading of "128mg/dl" was obtained using the subject meter compared to a result of "54mg/dl" obtained using a onetouch vita meter, both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using insulin and self-adjusts the dose, and reportedly consumed additional food and/or drink after the alleged issue began. The patient stated that she experienced symptoms of "shaking" although it is unknown whether these symptoms started before or after the alleged issue began. The patient stated that she self-treated by consuming additional food and/or drink in response to the reported issue. The patient confirmed that her blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr determined that the unit of measure was set correctly but was unable to confirm if the patient's testing procedure was correct or if the test strips had been stored correctly and within expiry. The csr noted that the patient did not have control solution so was unable to walk through a re-test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.